Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating a pump using a cadd administration set was leaking at the tubing cassette to the pump. It was reported the end user received approximately one third of the dose of vancomycin 1.25g as a lot leaked out onto her clothing. Per reporter the patient will miss a dose.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating a pump using a cadd administration set was leaking at the tubing cassette to the pump. It was reported the end user received approximately one third of the dose of vancomycin 1.25g as a lot leaked out onto her clothing. Per reporter the patient will miss a dose.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection: no damages nor workmanship defects were detected on the sample. Leak test: the samples returned were tested. Results: a leak was detected in the connection with the pump tube, thus the failure mode reported is confirmed. The most probable root cause of the reported event was defined per the variables that have process for the solvent application to the tube coiled. An automatic medical dispenser for bonding process was implemented. The cause of the reported problem was traced to the manufacturing process. No lot number was provided; therefore, DHR (device history review) could not be performed., corrected data: b1: correction: adverse event and/or product problem: product problem. H1: correction: type of reportable event: malfunction.

Manufacturer narrative:
Additional information received via email and attached on 17-mar-22: event details provided: event occurred while the device was in use with the patient. Under dose of antibiotics was administered to the patient. No extra treatment was required. No clinical signs symptoms or conditions were reported. Event problem and evaluation codes: updated.